Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm prime/fill anomaly. Customer's blood glucose was 400 mg/dl. The customer's mother stated that during priming pump push out all insulin from reservoir. The customer was advised to change reservoir. It was explained to customer how to fill it correctly.